Manufacturer narrative:
Approximate age of device- 1 year, 4 months. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported events could not be conclusively established through this evaluation. The heartmate ii lvas IFU lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was pronounced to be deceased due to stroke. The hospital stated that the device was functioning as intended and will not be returned for evaluation.

Manufacturer narrative:
Date of death was left out.